Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an interrogation it was noted that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) have exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed that the rv lead is a single coil lead, which can yield higher impedance measurements. Ts also discussed other troubleshooting options including testing the system with commanded shocks. However, the clinician stated that they would continue to monitor the patient. No action was taken at this time and the system remains in service. No adverse patient effects were reported.